Event description:
The facility representative reported a fail code 804:22 during biomed testing. Although co attempted to obtain information, details were not available regarding additional contact info. The hospital representative stated that there were no reports of pt injury or medical intervention.